Event description:
During pci (percutaneous coronary intervention) for an acute mi (myocardial infarction), the end of the guidewire caught on the stent leaving a portion of the guidewire remaining caught on the stent. 0.014" guidewire. FDA safety report ID # (B)(4).